Event description:
Patient reported "intracapsular rupture" and "single cysts". Later, healthcare professional reported "the material presented is the capsule of a breast implant with pronounced fibrosis forming the capsule wall, with moderately expressed inflammation consisting of lymphocytes, plasma cells, macrophages, and focal inclusions of foreign material (silicone)". This record is for the right side. Device was explanted and replaced with another manufacturer's devices.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.